Event description:
It was reported that a lead safety switch (lss) had been triggered due a pacing impedance measurement greater than 2000 ohms with the right ventricular (rv) lead. Review of the stored data identified a gradual increase in the measurements and a measurement of 1700 ohms at prior check. Unipolar impedance was 2200 ohms and bipolar impedance was 2332 ohms. A boston scientific technical services consultant discussed the reported clinical observations and provided programming options. The physician planned to leave the lead programmed to a split configuration of unipolar pacing and bipolar sensing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.